Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter: author.

Event description:
Article labeled: "a case of a c-stem fracture at the head-neck junction and a review of the literature" was reviewed for MDR reportability on 8-aug-2018: the article pertains to a 49-year-old male who underwent 2 revisions: doi: 8/2006; (cup); 1/2009; (stem/head/taper sleeve); dor: 3/2010; (right hip). Reason for revision: "click", pain, leg length discrepancy, decreased rom, fractured c-stem, corrosion; c-stem (added to pc); asr head (added to pc); taper sleeve (added to pc).

Manufacturer narrative:
Pc-(B)(4).no device or product details were received depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.